Event description:
It was reported that the patient has been experiencing pain for the past year. Patient also is reporting that he had MRI and blood work done and is scheduled for blood work in (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.